Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported foreign body, removal of (pti (includes snared)) was associated with the removal of the embolized clip. The reported embolism/embolus (therapy/non-surgical treatment, additional) associated with the clip embolizing to the left common iliac artery was due to the clip detaching from the leaflet post-deployment. The cause of the reported expulsion (ccd) associated with the clip detaching from the leaflets post-deployment could not be determined. The reported image resolution poor was associated was difficult visualization due to patient anatomy. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report expulsion and embolism. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, flail chord, and prolapsed leaflet. It was noted that imaging was challenging during the procedure. A mitraclip xtw was implanted, but as soon as the clip released, the clip had detached from both leaflets and embolized in the left common iliac. A bilateral atrial sheath was inserted and the embolized clip was successfully removed from the anatomy. An additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.